Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The off no power alarm and the low reservoir alarm functions properly. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was programmed with multiple test boluses. All boluses delivered properly. No bolus anomaly noted. Device was monitored for 1 day with a basal profile. No unexpected battery power loss anomaly, unexpected low battery alarm, unexpected off no power alarm or basal anomaly noted. No drive/motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the unit and passed. Device responded properly to button presses. No lock insulin pump anomaly noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown. The insulin pump was not delivering insulin, there was grinding noise and insulin pump locked up and become unresponsive. The insulin pump will not be returned for analysis.